Manufacturer narrative:
(B)(4)

Event description:
It was reported that the upon interrogation the telemetry was interrupted, all lights on wand have been illuminated. At second interrogation messages "software does not support generator model", "interrogation unsuccessful due to multiple generator available", "interrogation unsuccessful, please use magnet". At third interrogation sensing test was performed, threshold test not possible due to message "telemetry has been interrupted" and message with continue (loop with telemetry has been interrupted) or end session. The issue was not resolved, the patient's condition was stable.